Event description:
The physician was woring in an in-stent restenosis (isr) case in the surperfician femoral artery. The physician is aware that this a contraindicated use of the device. A p4016 device was used with a 7f pinnacle sheath. The device went through the stent fine on the first pass. More passes were made and then the device was taken out to be emptied. Upon second re-entry, the device became hung up on the origin of the stent. The physician tried to push through the stent several times. The device was finally passed through the stent and several more cutting passes were made. It didn't appear that the device was packing. The device was pulled out and it was noticed that a piece of tissue was protruding from the end of the device. Upon further investigation it was noticed that there was a slice or hole in distal nosecone. The device was replaced with another p4016. The physician made several passes and cleaned out the isr. Pictures were taken and enboli was noticed near the apex of the bifurcation, the dorsal pedus (dp) and on the posterior side. The phsician aspirated the plaque. Emboli was noticed inthe anterior tibial (at). The physician changed device to the silverhawk p4024 and cut out the emboli. Additional pictures were taken distally and it was noted that the dp and posterior had emboli as well. The pt was dosed with nitro and additional pictures were taken that showed the areas were open.